Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Reviews of the complaint history, drawing, instructions for use (IFU), manufacturer¿s instructions, and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: when the product is removed from the packaging, it is to be inspected to ensure no damage was ensued on it. The IFU notes that the device is indicated for percutaneous transluminal angioplasty (pta) of lesions in peripheral arteries; including iliac, renal, popliteal, infrapopliteal, femoral and iliofemoral; and obstructive lesions of native or synthetic arteriovenous dialysis fistulae. The document also instructs that if balloon pressure is lost and/or the balloon ruptures, deflate the balloon and sheath as a unit. Based on the limited information provided and no product returned, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available.

Event description:
It was reported, an unknown patient was undergoing a covered endovascular reconstruction of aortic bifurcation (cerab) procedure using a pta advance 35lp balloon. The product and lot numbers are not available. During the procedure, the balloon ruptured circumferentially in the highly calcified iliac artery, reportedly after just one inflation. An unknown inflation device was used with an unspecified contrast to saline in a 50/50 ratio. Inflation pressure was unknown. There was no vessel angulation or tortuosity and the balloon was not inflated inside a stent when it ruptured. It was removed through an unspecified sheath. A counterclockwise motion was not used. A portion of the balloon remained in the patient's anatomy so a surgical procedure was performed in an attempt to remove it; however, the device portion migrated further in the iliac artery and was unable to be retrieved. No patient adverse effect has been reported. The complaint device was discarded at the facility; therefore, it is not available for return to the manufacturer.